Event description:
Customer called on (B)(6) 2012 reporting that a cap came off the blood sample tube while processing a patient specimen and approximately 2-3 ml of blood was spilled in the coulter lh 780 hematology analyzer. Customer stated that the rockerbed belt had also became stuck. Customer technical support (cts) had instructed customer to wear personal protective equipment consisting of glasses, gloves and a lab coat and to clean the area around and under the belt as well as the rockerbed. Per conversation with the customer, cts suspected that the tube top was removed prior to processing to fill the tube during specimen collection. There was no report of exposure or injury and no erroneous results were generated due to the spill. The issue occurred with only a single specimen tube and customer did not call back with any further issue. No service was requested nor dispatched for this event. Customer did not call back with any further issue as of (B)(6) 2012. Root cause for the event is unknown but may be attributed to use error as it was suspected that the tube top was removed prior to processing to fill the tube during specimen collection.

Manufacturer narrative:
Evaluation results: troubleshooting was done over the phone with the help of cts. Conclusion: root cause for the event is unknown but may be attributed to use error as it was suspected that the tube top was removed prior to processing to fill the tube during specimen collection. (B)(4).